Manufacturer narrative:
The reported issue was confirmed. The root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier cpc and subsequently purchased by ryan herco for sale to bd. Cpc supplier completed actions to correct the drain valve body component 1186100c tool. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the device was found to be leaking from the drain valve. Drain valve was replaced. Arctic sun passed all tests successfully and unit is ready to be back in service. Labeling review is not required because labeling could not have prevented this issue. DHR review is not required as the complaint addressed by existing CAPA. Refer to investigation summary section for more information. CAPA 2666889 has been opened for this failure. Refer to the CAPA for further action. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked while the arctic sun device ran.